Manufacturer narrative:
Other, other text: b5: additional information received via email and attached by smiths medical on 11-oct-2021: there was no patient involvement with reported issue, all errors occurred during testing only. H10: device evaluation (09/13/2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. Air detector alarm was found during functional testing and verified in mu mode. Air detector was turned off so during repair it was turned on. The root cause was determined to be user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump air in line detector malfunctioned. No adverse effects reported.